Event description:
Attempts to advance a coronary stent with delivery system through the ostium of the target lesion site in the pt's right coronary artery were unsuccessful due to a very tortuous shepard's crook rca. Additionally, it was reported that the distal portion of the stent became "hung up" on a previouusly deployed stent. Subsequently, the stent became dislodged from the balloon catheter and embolized within the aortic root. Attempts to retrieve the embolize distally. There were no negative clinical outcomes reported relative to this event.